Manufacturer narrative:
On 10/31/2015, the field service engineer (fse) inspected the isntrument. The fse observed that the tubing connected to the diff mixing chamber was broken and replaced this tubing resolving the leak. The instrument was verified to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported less than 2.0 ml of diluent leaked from their coulter lh 780 hematology analyzer instrument onto the countertop during startup cycle. There was no biohazard exposure to mucous membranes or open wounds. Customer verified that all ppe (gloves, gown, and goggles) were worn at time leak was observed. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.